Manufacturer narrative:
The device remains functioning in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: the following devices were implanted: pxt281416/lot# 04100176, pxc141400/lot# 04009647, pxc201200/lot# 04185570, pxc201000/lot# 04143543, pxa280300/lot# 03904015, pxa280300/lot# 04202941, pxa230300/lot# 04084838, pxa 260300/lot# 03647021, pxa280300/lot# 04165283.

Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. An intraoperative angiogram revealed a distal type I endoleak. Six months later, the endoleak had not resolved. In 2007, a postoperative computed tomography scan revealed that the distal type I endoleak had resolved.